Manufacturer narrative:
(B)(4). Batch # m54a5x. Additional information was requested and the following was obtained: on this firing, did the device staple? Yes. If yes, was the staple line complete? No. On this firing, did the device cut? Yes. If yes, was the cut line complete? No. Will all pieces be returned with the device? No information. If no, how were they discarded? Na. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. In addition another cartridge was received fully fired. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open colectomy, the firing knob was stuck when the device was fired across an existing staple line and then, the firing knob was broken off at the 2nd firing of functional end to end anastomosis. No pieces fell into the patient. The staple height was blue. Another device was used to complete the case. There were no adverse consequences to the patient.